Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided. The full UDI is currently not available. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2024. The patient, underwent an orif with fibulink for fibula fracture with syndesmosis injury. The fracture was fixed with the one-third tubular plate. Since syndesmosis injury was confirmed, the fibulink was used over the plate, after the reduction position was slightly over-reduced and stabilized with forceps. A k-wire was inserted at an angle forward in order to reach to the desired position. After drilling, the tibial screw was inserted into the desired position. Although, the sliver guide tube was pulled outward to deploy the fibulink, it was too tight to pull. The tensioning cap long was used. And it was able to be deployed slightly. The tensing cap long was replaced with the standard size and tension was adjusted. After adjusting it, the guide tubes were removed. When pulling the tensioning knob, the tensioning cap and the fibulink came loose. The permacord was cut off. The tibial screw was removed. And a spare fibulink was used without changing the position. Subsequently, the fibulink was deployed without any problems and fixed. The surgery was completed successfully within 30 minutes delay.